Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and found the exhalation valve receptacle broken causing a leak. Replaced receptacle, run tests, all ok according to factory specifications.

Event description:
The customer reported that while in pt use they heard a large leak towards the exhalation side, changed the circuit and the leak continued. Changed out the vent and there was no harm to the pt.

Manufacturer narrative:
Failure analysis (fa) lab received a vela exhalation valve receptacle and conducted visual inspection. A broken latch was missing on the front holster of the receptacle. The exhalation valve receptacle was installed in known good vela unit. The unit was powered up in service mode and a leak test was performed and failed. The customer issue was duplicated and failed due to a broken latch. The failure was isolated to the exhalation valve receptacle. This reported event considered a known issue addressed with an internal action. The vela exhalation valve receptacle was scrapped.